Manufacturer narrative:
Device was used for treatment, not diagnosis. Hahn, d. Et al. (1996). Intramedullary nail breakage in distal fractures of the tibia. Injury, vol. 27, no. 5, 323-327, 1996. This report is for unknown nail, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: hahn, d. Et al. (1996). Intramedullary nail breakage in distal fractures of the tibia. Injury, vol. 27, no. 5, 323-327, 1996. In a review of 250 tibial nails performed at a facility between 1990 and 1993, five patients sustained breakage of the nail through the more proximal of the two distal interlocking holes. In all cases the nail was an ao universal reamed nail of 11 or 12mm diameter. All five cases involved fractures of the distal tibia. At a mean time of 7 months from initial fixation, the intramedullary nail broke. In all five cases the patient was immediately aware of the nail breaking by experiencing pain and instability at the fracture site. In cases 2, 3 and 4, the nails were removed, and over-reaming performed, with the insertion of a larger nail. In cases 2 and 4 the second nail was advanced to subchondral bone to allow both lateral distal interlocking screws to be used. In case 3, the fracture was too distal to allow this; therefore an overlong nail was selected, and the distal 2.5cm cut off the nail. In case 1, the fracture's stability, after removal of the broken nail, was felt to be sufficient not to require exchange nailing. In case 5, the broken nail was left in situ, and the patient mobilized in a brace. Case 5, (B)(6), experienced pain, nail breakage, and delayed union. The broken nail was left in situ, and the patient mobilized with a brace. This is report 5 of 5 for (B)(4). This report is for unknown ao universal reamed nail of 11mm diameter.